Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.0 x 28 xience v; 3.5 x 23 xience v; other: aspirin. The stent remains in the patient. There was no reported product deficiency. The reported angina and re-stenosis are listed in the product instructions for use (IFU) as known adverse events associated with coronary stenting. Since the xience stent was reportedly implanted in a restenosed vessel, it should be noted that the IFU states that the xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unknown if use of the xience in a restenosis contributed to the patient effects occurring twenty-two months after the index stenting procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the predilated restenosed mid right coronary artery (rca) with two xience v stents and direct stenting in the restenosed proximal rca with one xience v stent. On (B)(6) 2010, the patient was re-admitted with retrosternal chest pain radiating to both arms and jaw occurring at rest. A diagnostic coronary angiogram showed 40 to 50% in-stent restenosis in the right coronary artery and 70% stenosis in the non-target left anterior descending artery. The patient was referred for coronary bypass surgery, but the decision was made to manage the patient medically. The event resolved on (B)(6) 2010 upon discharge. There was no additional information provided.